Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter (n002344416) revealed no significant anomalies. The catheter was incomplete and returned in segments. It passed acceptable testing. Note that the occlusion was reportedly associated with catheter serial number (B)(4), which was not returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted:unk, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced increased pain. A catheter access port contrast study was done (B)(6) 2013 showed catheter occlusion in intrathecal portion, related to device or therapy, not related to implant procedure. Intervention included replacement of the entire system on (B)(6) 2013. Was to be returned to manufacturer. Replacement was delayed, per cardiologist, until after (B)(6) 2013 due to cardiac stent placement (B)(6) 2013. Device system was used to infuse fentanyl. Clonidine, and prialt. The outcome as of (B)(6) 2013 was resolved without sequelae.

Manufacturer narrative:
(B)(4).